Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to sections: d4, d8, and h4. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the malfunction could not be presumed due to the device not returning. The root cause could also not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
It was reported, the video system center camera failed when connecting to the video processor. It is unknown when the issue occurred. There were no reports of patient injury or harm.

Event description:
It was reported, the video system center camera failed when connecting to the video processor. It is unknown when the issue occurred. There were no reports of patient injury or harm.